Event description:
It was reported that a user experienced sustained hyperglycemia while using the ilet with a dexcom g7, including cgm readings around 300 mg/dl and a confirmatory fingerstick of 249 mg/dl; the user¿s infusion site was partially lifting, and upon removal of the cannula there was notable bleeding, after which the infusion set was replaced and insulin delivery was resumed with subsequent downward glucose trend. Symptoms included elevated blood glucose. Outcomes included no hospitalization and recovery without long-term impairment. Investigation included technical support troubleshooting, requesting a fingerstick calibration, infusion set replacement, and follow-up call attempts. Investigation of this case revealed no device alarms, successful calibration, successful resumption of insulin delivery, and improving glucose after site change; the cause of the hyperglycemia was not determined. It was concluded that the event involved hyperglycemia of unclear cause with user-reported site integrity issues and bleeding at the cannula site without evidence of device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.